Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient factors were not provided. As per medical opinion, the root cause of the event may have been that the amount of annular calcium was not appreciated on the work up exam. If seen, the team may have opted to change the procedure and implant a self-expanding prosthesis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) , during the placement of the sapien 3 valve in aortic position by transfemoral approach, there was an annular rupture. The annular rupture occurred right after sapien 3 deployment. The patient remained stable, but a pericardial effusion was visible at echocardiogram images. There was a slight drop in blood pressure, which was stabilized with medication, blood and platelet replacement. Cine video showed 'valve leak'. A pericardial drain was placed, and the patient's drainage was monitored for 24 hours. On pod2, the drainage had ceased and the drain was removed. At last report, the patient was stable. On pod11, the patient was discharged and the CT scan showed a small hematoma at the site of the annular rupture. The CT scan will be redone within a month and monitor whether the bruise has kept its size or increased. As per medical opinion, the root cause of the event was that the examination was not well evaluated by the medical team. The amount of calcium would have caused the team to change the procedure and implant a self-expanding prosthesis.